Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred resulting in the pump shutting off and customer's blood glucose level rising to 430 mg/dl. As a result, customer went to the emergency room (ER). Additional information related to ER visit was unable to be obtained. Reportedly, the customer reverted to manual injections for insulin therapy, and was released from the ER on (B)(6) 2024.